Manufacturer narrative:
This event report was received through clinical data collection activities. The revision reported could not be confirmed but was likely the result of a patient fall which caused the humeral liner to disassociate from the tray.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Subject had a fall getting out of bed 1 year ago falling on out stretched hand. First visit since the fall- xray shows disassociation of polyethylene from humeral tray. The case report form indicates this event is possibly related to devices and possibly related to procedure.